Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the nozzle split during iol injection. The additional information received identifies that there was resistance as the lens left the nozzle and that surgery could not be completed in the original session. The device has not been returned to rayner. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". There are many factors that may influence lens delivery and could cause or contribute to nozzle splits during use. From previous investigations, we are aware of the following possible causes (non-exhaustive list): if part of the optic edge/haptic is trapped in the injector mechanism this can prevent clean passage through the nozzle, leading to pressure build-up and potentially nozzle splitting as can forcing a blocked injector. We are aware from previous investigations that removal of the injector from the blister tray prior to ovd insertion/flap closure can increase the likelihood of the lens getting trapped (as it can affect the position of the lens within the rotating cartridge), insufficient quantity/quality of ovd, not using ovd and more rarely irregular coating of the nozzle (which can itself be an artefact of the lens getting trapped and the force required to free the lens). Our review of production records for the rayone emv rao200e batch 113228789 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data identifies this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 113228789. Based on the event description, the nozzle splitting is likely due to a build-up of pressure within the injection system; however, the mechanism by which this has occurred cannot be established from the limited evidence and information available.

Event description:
On 24th january 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that the nozzle split during lens implantation.